Event description:
Information received indicates the hcp experienced difficulty during cannulation due to the transition area (step) between the dilator and the distal tip. The product was changed-out during the case with no consequence reported for the patient.

Manufacturer narrative:
Analysis: returned product evaluation does not confirm the reason for return; no damage or notable transition "step" is seen between the cannula and the introducer. Findings from visual exam show no device problems in the transition area; normal component appearance is noted, including findings during inspection at 3x magnification. Visual inspection shows no sign of physical damage to the unit or to the product's distal tip. The length of the beveled tip was measured and found to be within dimensional specification. No additional event information is available. Conclusion: no patient event. Device evaluated and alleged problem could not be duplicated; product within specification - cause of event is unknown.